Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error alarm noted during testing. Power error alarm, power loss alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Device was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a power error. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.